Event description:
Migration of plug, erosion of plug into the structures of the gastrointestinal tract, shrinkage and hardening of plug, chronic neuralgia, chronic pain and impotence. Inguinal hernia repair performed.